Event description:
A pt underwent an implantation procedure using a 38mm asd device with a 12f-sheath. The stretched size of the defect was 34mm measured by tee and cine/angio and no shunt was observed following maximal inflation. Both posterior and anterior rims were totally absent. Distal migration of the device to the right ventricle occurred 20 minutes following device closure. Since the pt manifested frequent premature ventricular beats on the ECG monitor, no attempts to snare the device for retrieval were attempted. The pt underwent surgical removal of the device and repair of the atrial septal defect with no complications.